Event description:
It was reported the lead dislodged into the main coronary sinus within a week of its implant. It was also noted that when implanted, two distal lobes were deployed within the target branch (not all of the lobes), and the lead "was not in the most stable position." The patient's target branch was quite small and short, not allowing for all three lobes to be deployed within the target branch. The physician intervened two months later to attempt a lead revision. Several attempts were made to extract the lead but were unsuccessful. The lead was capped and replaced. The patient continues to progress, and no complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.